Event description:
Alert on pump came on for patient during middle of the night. It stated "no disposable, pump won't run". Patient came in following day after shutting the pump off in the middle of the night. Pump liquid and all seemed to be intact. Contacted company, they believed the cassette may have been malfunction. Dates of use: (B)(6) 2014. Diagnosis or reason for use: continuous infusion.